Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited no capture and poor sensing. Chest x-ray confirmed both pacing leads had dislodged. Both leads were repositioned with excellent capture and sensing. No patient complications have been reported as a result of this event.